Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient had their battery replaced and were given a new programmer in february 2022 and caller said they are trying to connect to ins and are having issues with the programmer. Caller said they didn't used to have the programmer or communicator with their old ins. Caller said that the settings that were made when the battery was replaced "worked until recently" and that they think they might have made an adjustment at some point. Caller said that they have recently had problems with getting up "several" times at night, when for "mostly a year" they had been able to sleep through 6 hours. Caller also mentioned that they are having to urinate more frequently during the daytime. Caller said they noticed a return of symptoms "in the last several weeks." Caller said when they plugged the communicator in they saw a "amber" light and then it eventually turned green. Reviewed communicator lights. Caller said that when they plugged the programmer in there were no lights. Caller said they had it plugged in for a whole day and when they tried to use it wasn't working. Caller mentioned that they were referencing their manual and that the pictures look to have the programmer power button on the right side and that their buttons were on the left. Caller held power button down and heard the power on noise and felt the programmer vibrate, but said they didn't see anything on the screen. Realized caller was holding the programmer backwards, had caller turn programmer around. Caller confirmed they could see the programmer screen. Had caller connect with ins and caller stated the screen showed their therapy was off. Caller did not remember turning therapy off. Had caller turn therapy on and adjust stimulation until they could feel it in their bicycle seat area and it was comfortable. Patient will maintain stimulation level and will continue to track symptoms.